Event description:
Procedure: colectomy. According to the reporter: when the device was applied for the 3rd time, it broke in the closed positon before section and stapling. The instrument was released. A 2nd instrument was applied and it also broke in the closed position before section and stapling. This instrument was released and a 3rd instrument was used. The instrument would not close properly. The instrument was removed and tested outside the abdomen and it was not closing. The procedure was converted to laparotomy and completed with another device.